Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during unpacking, it was noticed that the sharp end of the snare loop was kinked. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the flare detached, therefore, this is now a MDR reportable event.

Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device found that the flare was detached. In addition, the catheter was slightly kinked in the extreme of the strain relief, and the catheter was kinked near the dongle. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the flare detached; this condition does not allow the device to be actuated. The most probable root cause of this event is handling damage as the complaint occurred during manipulation of the device during preparation. A review of the device history record (DHR) was performed and no deviations were found.